Manufacturer narrative:
Updated: b4, g4, h10 h10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Event description:
It was reported that a clinical trial patient with a 23mm 8300acd pericardial aortic valve has exhibited intermediate aortic regurgitation +3 after an implant duration of five (5) years, four (4) months. Per received clinical trial source documentation and clinical safety, the patient's valve exhibited mild-to-moderate aortic insufficiency. The patient was scheduled for a follow-up with their primary cardiologist which will decide if intervention is required. The patient is noted to be asymptomatic.

Manufacturer narrative:
Updated: b4, g4, h6 corrected: b5.

Manufacturer narrative:
Additional manufacturer narrative: regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 8300acd pericardial aortic valve has exhibited intermediate aortic regurgitation +3 after an implant duration of five (5) years, four (4) months. Per additional information received, the patient's valve exhibited mild-to-moderate aortic insufficiency. The patient was scheduled for a follow-up with their primary cardiologist which will decide if intervention is required. The patient is noted to be asymptomatic.